Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous, moderately calcified proximal circumflex to the acute marginal. During advancement of a 2.25x23mm xience alpine it was noted that the stent crossed the lesion; however, the stent dislodged. An unspecified balloon was used to inflate the lesion and various catheters were used to snare the entire stent. The lesion then was re-dilated with an unspecified nc trek and a new xience stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.